Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of bat048190's manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of bat048190 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. An internal investigation has been opened to evaluate these types of issues. Analysis of bat046498 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a high max error, indicative of a unit that is out of calibration. The reported event was confirmed during testing, when the battery was connected to a bench charger. The most likely root cause of the reported event can be attributed to a combination of a battery out of calibration and a battery with a faulty cell pair that may affect the calibration of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01147 and 3007042319-2016-01148) submitted for devices related to the same event.

Event description:
It was reported from a (B)(6) site that two batteries do not charge. The batteries were replaced. There was no effect on the patient. No further information is available. The investigation is in process.